Event description:
Approximately ten weeks after hvad implantation, the patient was readmitted to the hospital from the rehabilitation unit for possible infection for which the patient was treated with antibiotics. No growth was detected and nothing abnormal was identified on a computerized tomography scan of the chest; however, the patient showed elevated white cell counts and pyrexia. The patient's developed decreased conscious state and CT revealed intraparenchymal cerebral hemorrhage left lobe, most likely due to hemorrhagic conversion of infarct and the patient expired. The therapeutic team indicated the reported event was not related to the device. The device will not be returned to heartware for evaluation. Investigation is ongoing.

Manufacturer narrative:
Additional information will be submitted within thirty (30) days of receipt. Device remains implanted.

Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient was admitted to the hospital for possible infection. The patient experienced decreased level of consciousness, elevated wbc count, and pyrexia. The patient was treated with antibiotics. The patient underwent multiple diagnostic CT scans which revealed a hemorrhagic stroke. The patient's care was withdrew by the family and the patient expired in the hospital. The device was not returned to the manufacturer for evaluation as it remains implanted. Death and serious, life-threatening adverse events, including stroke and bleeding, have been associated with the use of this device as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Hemorrhagic transformation is a known multifactorial phenomenon in which ischemic brain tissue converts into a hemorrhagic lesion due to loss of microvascular integrity with blood-vessel leakage, extravasation and further brain injury. Although a definitive root cause and relationship to the device cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2014-01090 and 3007042319-2015-03821) submitted for devices related to the same event.